Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that the insulin pump experienced a history anomaly. Customer called back and advised the issue has been due to the pump user giving boluses when they were not needed. Customer's blood glucose reading was 70 mg/dl. Product is not being returned or replaced.